Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was booting up with a white display. A white display can be indicative of a device lock-up condition that may prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported white display. Physio-control did, however, observe that the device would reboot by itself unexpectedly. Physio-control then replaced the system controller (sc) and user interface (ui) pcb assemblies, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed sc pcb assembly and determined that the cause of the observed inappropriate reboot issue was an inoperative integrated circuit (ic), designator u61. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was booting up with a white display. A white display can be indicative of a device lock-up condition that may prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.